Event description:
A customer's parent reported that her daughter experienced high blood glucose readings. She wore 3 pods over the course of 4 days (08/11-08/14) and her blood glucose ranged from 123 to 360 mg/dl. The customer administered meal and correction boluses as needed. Insulet's customer service encouraged her to rotate pod sites since she "predominately uses her abdominal area." She is using different insulin in attempt to lower her blood glucose. The customer's endocrinologist suggested "pod replacement." The product was returned for evaluation.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 7 to 9 units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a manufacturing process issue or product defect. User error is confirmed as having caused the pod to fail to perform its intended function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report. The lot was reviewed and determined to have passed all acceptance criteria.